Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative performed the replacement of the interface (umbilical) cable. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The interface (umbilical) cable was returned to the manufacturer for analysis. Testing found that g-bit testing failed while continuity testing passed. G-bit testing found that lines 1 and 2 were not connected. This confirmed an electrical failure due to an open in the interface (umbilical) cable. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the viewing station of the imaging system and the imaging system were not communicating properly. Stand alone mode was initiated without prompt and restarting the system did not resolve the issue. Initial troubleshooting through remote desktop found errors in the log analysis that frame grabber failed. A replacement interface (umbilical) cable was shipped to the site to resolve the reported issue. There was no patient present when this issue was identified.